Manufacturer narrative:
At this time, the product remains in-service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that the patient had a syncopial event, and was at the hospital. Boston scientific technical services (ts) performed a real time review with the physician, and found no events stored from that time. There were two pacemaker mediated tachycardia (pmt) episodes from that same day were still in transmission. The presenting egm showed ap/vs rhythm, and the counters showed that the patient was only recently 8% paced. Additional information was requested, however no further information regarding cause or thresholds from that day are known at this time. The device remains in-service. No additional adverse patient effects were reported.